Manufacturer narrative:
Product ID: 3093-28 lot# v104841, implanted: 2008 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a ¿defective machine¿ and had to have a replacement after two years. It was noted that the device was ¿just not working in the patient¿s body¿. If additional information becomes available, a follow-up report will be submitted.